Manufacturer narrative:
G2. Foreign: united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported he had a fall and since then has had lack of efficacy. Re-programming was done on (B)(6) 2025 as well as checking impedances which were in range, in order to cover new pain in the right foot and leg from the fall. Etiology noted no relationship to the implant procedure and a causal relationship to the device or therapy that was unknown at the moment. At the review appointment on (B)(6) 2025 he was unable to say if stimulation made a difference. The outcome was noted to be ongoing and to require face to face review appointment to assess further. Additional information was received. Ins implant date confirmed. Regarding resolution for this event, it was stated that the event was ongoing as of (B)(6) 2025. Device (neurostimulator) was reprogrammed on (B)(6) 2025, no other actions taken. Additional information was received. On (B)(6) 2025 reported no relief from device. Therapy suspended component: device (neurostimulator) action date: (B)(6) 2025, and was resumed component: device (neurostimulator) action date: (B)(6) 2025 re-programming done. Reviewed (B)(6) 2026 reported not getting any pain relief and currently has device off due to jolts in closed loop. Re-programming was done again.